Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, air bubbles kept showing up when inserting a non-boston scientific mapping catheter in the sheath while aspirating. However, upon inserting farawave catheter, physician saw no bubbles. Almost halfway during the procedure physician aspirated since he was worried about the seal/valve and a couple micro bubbles showed up. Sheath was connected to a pump with a fast flow (999). Physician didn't want to replace the sheath, so mapping was done using farawave catheter. The procedure was completed using the original device and no patient complications were reported. The sheath has been returned for analysis.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, air bubbles kept showing up when inserting a non-boston scientific mapping catheter in the sheath while aspirating. However, upon inserting farawave catheter, physician saw no bubbles. Almost halfway during the procedure physician aspirated since he was worried about the seal/valve and a couple micro bubbles showed up. Sheath was connected to a pump with a fast flow (999). Physician didn't want to replace the sheath, so mapping was done using farawave catheter. The procedure was completed using the original device and no patient complications were reported. The sheath has been received for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.